Event description:
It was reported that the patient had her pump removed on (B)(6) 2012. It was stated that it was removed after she lost over 100 pounds. The pump was protruding and was causing her pain without getting any benefits from it. Specifically, the patient would hit the pump with her arm. It was noted that the patient was allergic to morphine, so she was switched to dilaudid. However, dilaudid wasn't as effective for her, so the implanting physician gave approval for device removal. It was reported that the physician also took into account 'how bad it was sticking out' when looking into explanting. The pump had been used with the drugs: dilaudid and morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).